Manufacturer narrative:
H6 device codes corrected. The device was returned for analysis in a generic plastic bag. A visual and microscope/baroscope inspection revealed that the tip of the device and the imaging window were kinked. A function inspection revealed that the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that the tip of the device broke. The target lesion was located in the first diagonal left anterior descending (lad) artery. Opticross hd intravascular ultrasound (ivus) catheter was selected for use. However, when the device was slightly pushed because it clogged up in the branch part, the tip was broken. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the tip was kinked and that there was no separation issue.

Event description:
It was reported that the tip of the device broke. The target lesion was located in the first diagonal left anterior descending (lad) artery. Opticross hd intravascular ultrasound (ivus) catheter was selected for use. However, when the device was slightly pushed because it clogged up in the branch part, the tip was broken. The procedure was completed with another of the same device. No patient complications were reported.